Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage; all the keys were responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of corrosion near the keypad connector. Unrelated to the original complaint, it was noted that the keypad flex connector was not fully closed. It was also observed that the bolus button was damaged but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.